Event description:
A failed sensor board during incoming functional testing of the device was discovered by the integra technician. There was no patient contact or injury.

Manufacturer narrative:
Integra completed its internal investigation 10/03/2016. The investigation included: method: device history review. Trend analysis. Evaluation of product. Results: the DHR review for cam02 monitor serial number (B)(4) verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history review: the service history review verified no anomalies that could be associated with the reported complaint. A review of the customer complaints was competed using the following key words ¿e0011¿ and ¿temperature¿ with the search criteria dates 12-aug-15 to 26-sep-16. The review identified single complaint occurrence for serial number (B)(4). The rate of occurrence for the reported failure is (B)(4). The failure analysis evaluation verified the complaint incident. The service centre reported error code e0011 occurred during the temperature test; the cam02 sensor board was defective and required to be replaced. The failure occurred during the service incoming functional test and was not reported by the customer. The cam02 monitor received a replacement sensor board, was calibrated and safety tested conclusion: the evaluation verified the complaint as valid; the cause of the temperature failure e0011 was identified as a defective sensor board. No corrective actions are deemed necessary at this time.